Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, h10, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient was revised due to instability and femoral loosening. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10- medical product vngd sskpsc tib brg s 12x63/67 item# 183822 lot# 762040. Vg 360 dst fm ag 60x15 ll/rm item# 185482 lot# 65897159. Vg 360 dst fm ag 60x5 rl/lm item# 185302 lot# 66116801. Vg 360 univ pst fm aug 60x5 item# 185342 lot# 970970. Bmt splined knee stm v2 16x120 item# 148319 lot# 550030. Vngd ssk psc tib brg 18x63/67 item# 183868 lot# 65954079. Biomet tibial locking bar item# 141205 lot# 67144048. Van ssk360 fmrl cstg, 60mm lt item# 185282-02 lot# 7076794. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.